Event description:
The user reported the device alarmed and displayed channel error as intended when the device was in use. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no pt consequence. No further info was provided.